Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years and 4 months. Unfortunately, the reason for explant has not been provided. No other details reported. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
A copy of the patient's op report was received, which indicates that this valve was explanted due to prosthetic aortic valve stenosis and insufficiency. Tee was performed and demonstrated a severely calcified valve with no excursion of the leaflets. Ef was 20%. Post-op tee showed good seating of the new valve with no paravalvular leak. No other details. Unfortunately, the device was not returned for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event could not be confirmed, it appears that the stenosis and insufficiency were likely caused by the calcification noted. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.